Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 touchscreen unit does not respond well. There was no patient involvement associated with this event.